Manufacturer narrative:
Product event summary: the lead was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated oversensing due to non-physiologic signals. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: dtma2d1 crt-d, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that according to the interrogation report an lead integrity alert (lia) was triggered due to non-sustained ventricular episodes and short ventricular intervals on the right ventricular (rv) lead. It was noted the rv lead had fractured. The lead was capped and replaced. No patient complications have been reported as a result of this event.